Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the checklist chart. While troubleshooting, the fse visually observed the substrate syringe and indicated a wear problem. The fse also observed the 3-way solenoid valve and identified a leakage issue. The fse replaced the substrate syringe, 3-way solenoid valve, and resolved the complaint. Fse repaired and validated the analyzer by confirming all temperatures, running the daily check, and successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review for similar complaints was performed for bh substrate background high flag on the aia-2000 analyzer from 04feb2025 through aware date of 04mar2026. There were two similar complaints identified during the search period, including this case. Aia-2000 operator's manual on the appendix 3: flag messages: (bh flag) bh substrate background high descriptions: indicates the substrate background high (bh). Change to new substrate and reschedule assay operation. The most probable cause of the reported event was due to wear problem with the substrate syringe and leak from the 3-way solenoid valve.

Event description:
A customer reported ¿bh substrate background high flag¿ due to high substrate values during the daily check on the aia-2000 analyzer. One bottle of substrate increased four times, and the second substrate bottle increased ten times the values and failed the daily check. The technical support specialist (tss) instructed the customer to perform a weekly substrate maintenance with nitric acid and open another substrate from another box. The issue persists and the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.